Event description:
It was reported that pump experienced malfunction after exposure to high temperatures and displayed non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.